Manufacturer narrative:
Review of the instrument data files do not indicate any performance issues with the sensor or analyzer around the time the discordant samples were reported. The k+ sensor data appeared to be performing as intended. There were no calibration errors on k+ just prior or directly after these samples were analyzed. K+ results can be impacted by hemolysis in the sample or the type of anti-coagulant used in the collection device. Since the sensor showed no signs of perturbation and other analytes were not suspect, pre-analytical factors are suspected.

Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct result which met the clinical picture and a corrected report was issued. Siemens is in the process of evaluating this event. The cause of the event is unknown.

Event description:
The customer reported discrepant potassium results on one patient, between the rp 500 and a non-siemens lab system. There was no report of injury due to this event.